Event description:
A customer contacted baxter to report that the connection between the titanium adapter and the patient connector was too loose. The doctor was reportedly able to remove the titanium adapter from the patient connector without difficulty while trying to change it to the new one. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). One of 2 emdrs. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set was received with cap on spike and no cap on patient connector in reference to connection issue. The set was functionally hand tightened to a lab titanium adapter. Plant analysis confirmed the firm friction-based attachment between the connector barbs and the tubing of the transfer set had been lost, allowing the set connector to rotate within the tubing. The complaint was confirmed in the lab for connection issue. Pressure tested underwater with no leak noted. During visual inspection, it was noted that the silicone bushing and tubing was assembled to the patient connector according to the specification. The cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.